Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years, ten months, and eleven days post a port placement via the right internal jugular vein approach, when tried to remove the port, the catheter was allegedly found to be ruptured. It was further reported that both the catheter and the port body were removed, but due to adhesion, the catheter allegedly could not be removed smoothly and had allegedly flowed one centimeter into the patient's ventricle. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments were return for evaluation. Gross, visual and microscopic visuals, tactile, and functional evaluations were performed. A complete circumferential break was noted to the distal end of the attached catheter and the edges of break were noted to be uneven and surface was noted to be rough and granular with residue. A complete compound break was noted to the proximal end of the distal catheter segment. The edges of break were noted to be uneven, and surface was noted to be rough and granular with residue. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration and difficult to remove as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years, ten months, and eleven days post a port placement via the right internal jugular vein approach, when tried to remove the port, the catheter was allegedly found to be ruptured. It was further reported that both the catheter and the port body were removed, but due to adhesion, the catheter allegedly could not be removed smoothly and had allegedly flowed one centimeter into the patient's ventricle. The current status of the patient is unknown.